Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at a routine follow-up examiniation and that the ICD had been humming since that morning. The ICD was explanted, and a dual chamber implant (model 1831) was attempted. The patient's defibrillation thresholds were too high, so a high output ICD and a separate pacemaker were implanted instead. The patient was reported to have died two days after he was released from the hospital. No allegations were made regarding device function at that time.